Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted blood and contrast visible in the hub, inflation lumen and balloon, which is consistent with a leak while in the patient anatomy. The stent was stationary on the tightly folded balloon between the markers. The first row of proximal struts was stretched distally. There were multiple kinks throughout the entire length of the hypotube. A new indeflator was used in an attempt to pressurize the sds when fluid leaked out of a hole in the distal balloon shoulder. Since there was no leak out of a kink in the shaft as reported, it is likely that the noted kinks and stent damage occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, damage from the stent, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. The patient anatomical conditions were not reported which may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the lesion/anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the noted tear in the balloon could not be determined. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported via a user facility medwatch that there was bleedback in the indeflator before the stent device was deployed, believed by the physician to be a broken stent delivery system shaft. No patient effects were reported. No additional information was provided.